Manufacturer narrative:
Correction: upon further review, this report was filed in error as the device was used on animal. Device evaluation: the labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Customer did not request for a field service specialist visit to the site and only an accessory exchange was requested; therefore a replacement handpiece sn (B)(4) was sent to the customer. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that the tip is hot on the sovereign phaco handpiece handpiece. There was no patient injury or delay reported.